Manufacturer narrative:
B5: additional information required updated event description. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump exchange on (B)(6) 2022 due to infection. The patient was seen in clinic due to complaint of increased redness and drainage at lvad driveline exit site (dles). Cultures were positive for pseudomonas aeruginosa. Computed tomography (CT) of the abdomen revealed a cellulitic infection at the dles. The patient was discharged from the clinic on antibiotics for 2 weeks. The patient was seen again in the clinic where antibiotics were continued. The pseudomonas was no longer sensitive to antibiotics and were therefore stopped. The patient was admitted to the hospital with continued dles infection. The patient was discharged on intravenous antibiotics which were then stopped. The patient was again admitted for surgical debridement of the dles with wound vac placement and then discharged on oral antibiotics. The patient was admitted in 2022 due to worsening dles infection. It was decided to exchange the heartmate 3 lvad due to chronic dles infection which was not eradicated by antibiotics or surgical debridement. The patient was taken to the operating room on (B)(6) 2022 for the exchange. During the procedure the surgeon noted no purulence in the mediastinum. The patient was currently stable and recovering on the telemetry unit.

Event description:
It was reported that the patient had a pump exchange on (B)(6) 2022 due to pump infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and a direct correlation to the evaluation of heartmate 3 lvas, serial number (B)(6) , could not be conclusively established through this investigation. (B)(6), was returned with the pump cable severed approximately 5¿ from the pump header, and the remaining distal portion of the pump cable and modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft clip. The outflow graft bend relief was returned attached to the graft attachment. The apical cuff was not returned. Lvad event and periodic log files were extracted from (B)(6) . The log files captured the pump operating as expected. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and functionally tested under load conditions. The pump was connected to and operated on an hm3 functional tester and hm3 lvad calibration and functional test procedure. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2019. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.